Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller shutting down was unable to be confirmed. The 11v backup battery (serial number: (B)(6) was returned for analysis to the european distribution center in unremarkable condition. The 11v backup battery was inserted into a test controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed testing without any alarms activating. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. Additional information provided on 06mar2025 stated the serial number of the system controller was unable to be provided, and that no log files could be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The 11v backup battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on 23jul2024 and passed all manufacturing testing prior to being initially shipped outbound on 09aug2024. Heartmate 3 instructions for use (rev. G) and heartmate 3 patient handbook (rev. G) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that they changed the system controller battery and when they removed the lithium batteries, the controller shut down without consequences for the patient. They reconnected the external batteries and then connected to the power module, but it did not recognize the battery. They removed the battery and put the one from the controller back up and it worked fine.